Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material#: unknown batch#: unknown it was reported by the customer that alaris pump started beeping occluded. Verbatim: complaint via email. Email(s) attached. It was reported by the customer that pump was infusing a carrier fluid in a 50 ml syringe with intermittent antibiotics. The alaris pump started beeping occluded on (B)(6) 2026. The nurses were able to clear the pump, and it appeared the syringe was infusing. Later, during the next shift, the pump began beeping again and it was realized then that the syringe had the full amount of carrier fluid. The syringe should have been half empty. There was patient involvement but no harm.